Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that when taking skin graft the unit was leaving strips of tissue. There was no information provided regarding event timing or if there was patient involvement/harm that may have occurred. Due diligence is in progress, there is no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no related findings/repairs to the reported event. Per the inspection sheet, the motor ran within specification, the control bar was in the correct position, and the unit was in calibration. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined as the unit operated within specifications. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00105.